Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, the lead helix was fixated during an initial positioning without any problems. The lead position was not appropriate so the lead helix was retracted and the lead was repositioned. Multiple unsuccessful attempts were made to extend the lead helix. The lead was removed from the patient and the lead was checked on the surgical table, confirming that the helix would not extend. The lead was not used and different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.